Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada the customer's report was observed during review of the device activity log. However, the device was put through extensive testing including ECG stress testing without duplicating the report. The defib receptacle was replaced and a replacement multifunction cable was sent to the customer as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.